Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in canada. Consumer reported that upon removal of a tampon it fell apart leaving a piece of pledget in her vaginal cavity. She manually removed the remaining piece. She did not indicate the need for medical attention or having any adverse health effects.